Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. The replaced standby valve was not returned for investigation despite several requests being sent. According to the problem description, the reported compressor kept turning on and off. Our field service engineer(fse) replaced the standby valve to correct the issue. Evaluation of the received device logs contained indications of insufficient air supply on the reported date of event, as well as on the day before. High o2 concentration alarms suggested that the compressor was going to standby during short periods of time. However, no alarms for low air supply pressure were generated. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear depending on the current compressors on/standby duty cycle. If no o2 gas is connected to the ventilator, stoppage of ventilation may be the result. Our conclusion in this matter is that the reported issue could be confirmed from received device logs, but its root cause could not be determined since no exchanged part(s) were returned.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor kept turning on and off. There was no patient harm. (B)(4).